Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was ¿almost overdosed¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
This event is in regards to a trial, therefore it is indicated that an infusion pump was not implanted at the time of this event.

Event description:
It was reported that the patient was "almost overdosed". The reporter stated that the patient was in a (B)(4) which was supposed to be 5 days but turned out to be 18 days. The patient was almost overdosed twice. It was later reported that the patient was on the (B)(4) for 17 days in 2010 and the patient was overdosed twice. The following information was reported in manufacturer report # 3007566237-2013-03442 and is now considered relevant to this event: it was reported that the patient was "almost overdosed".

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
Additional information received reported that, after review, it was determined that what was intended to be written was that the date the patient experienced the adverse event or incident was (B)(6) 2010. The circumstances of the adverse event or incident included "explant/prialt idd [intrathecal drug delivery) system". The primary cause of the adverse event or incident was reportedly due to "possible infection/allergy to suture materials".

Event description:
Additional information received reported that there was no overdose.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) was not able to medically confirm the adverse event. The date the patient experienced the adverse event or incident, the circumstances of the adverse event or incident and the primary cause of the event or incident were provided however the responses were illegible. Additional clarifying information was attempted to be obtained however the information was not available as of the date of this report. A follow-up report will be submitted if additional clarification is provided. The primary cause of the adverse event or incident did note "possible infection/ allergy to" however the rest of the sentence was illegible. The event or incident outcome was listed as satisfactory. No further information was provided.